Event description:
The facility representative reported a flogard pump with an air-in-line alarm complaint discovered during pt use. Pt therapy was interrupted and pt was switched to a different machine. The pt did not suffer any injury or adverse symptoms due to event. Medical intervention was not reported. Although requested, additional information has not been received.

Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval, or if additional information becomes available.